Manufacturer narrative:
There was no reported patient involvement. Date of event reported as (B)(6) 2018. It is unknown if that is the date the devices broke or the date they were discovered broken. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes sales consultant. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the devices were broken. There was no reported patient involvement. This is report 2 of 5 for (B)(4).